Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a routine breakfast and a same-day infusion set change, the patient experienced hyperglycemia with blood glucose rising to a reported peak of 284 mg/dl; troubleshooting confirmed insulin flowed through the tubing, the removed cannula was not bent, and insulin leakage was observed at the infusion site before the patient placed a new set and resumed insulin delivery. Symptoms included elevated blood glucose without ketosis, loss of consciousness, or other acute effects. Outcomes included transient hyperglycemia outside the target range for about one hour with no medical intervention or backup therapy. Investigation included guided troubleshooting with site removal assessment and tubing fill verification. Investigation of this case revealed no identifiable device malfunction, with leakage at the prior infusion site noted and the cause of the hyperglycemia remaining unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause following an infusion site issue, with resolution after replacing the infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.